Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00319. Follow information obtained identified the patient was implanted with two leads. The second lead was added to the report as device 2.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00319. Additional information received identified the patient passed away of unrelated causes to the drg system. No further actions needed.